Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose over 250 mg/dl (13.9 mmol/l), while wearing the pod between 4 and 24 hours. They reported the pod leaked insulin and fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.